Manufacturer narrative:
The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a pacer malfunction error after dropped to floor. There was no reported patient involvement.